Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump has cracked case at the display window corners, cracked display window, cracked reservoir tube lip, cracked battery tube threads, minor scratched display window and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a crack on it and that the device alarmed with a button error. The patient's blood glucose at the time of incident is unknown. The customer stated that the crack occurred from dropping the pump a couple times; the crack ran from the top of the pump toward the front. Additionally, the customer stated that her granddaughter was playing with the pump and pressing the buttons and the button error alarm occurred. Troubleshooting was initiated for the button error alarm and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.